Event description:
(B)(4). It was reported that following a coronary artery stenting procedure the patient experienced a myocardial infarction (mi) and required a target vessel reintervention. The target lesion was located in the proximal right coronary artery (prox rca) with 90% stenosis, a length of 18.0 mm and reference vessel diameter of 3.00 mm. The physician treated the target lesion with pre-dilatation and implanting a 3.0 x 24 mm study stent with 0% residual stenosis. A 2.5 x 16 mm non-target lesion in the distal left circumflex (dist cx) was treated with a taxus express2 non-study stent during the index procedure. The patient was discharged the next day on aspirin and clopidogrel. At 585 days post index procedure, the patient presented with cough, fever and chest pain. ECG showed "sinus rhythm with premature ventricular complexes or fusion complexes, st and t wave abnormality, consider inferior ischemia, st and t wave abnormality, consider anterolateral ischemia, prolonged qt". The next day, ECG showed "atrial flutter with 4.1 av conduction, left axis deviation, left ventricular hypertrophy with qrs widening, lateral infarct, age undetermined, inferior infarct, age undetermined". Cardiac enzyme elevation was consistent with protocol definition of m. The patient was referred for cardiac catheterization. 6 days later the patient underwent coronary artery bypass grafting x2, internal mammary artery to lad, reverse saphenous vein graft to ob. Marg. The patient was discharged 8 days later on aspirin.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).